Manufacturer narrative:
Date of event updated b3. Additional information from customer received and added to b5. Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Nexiva unit. Through the visual inspection the unit displayed media and no cannula was provided. The sample had balloon tubing of the extension tubing near the connection of the adapter. This is normally caused by occlusion, so the unit was attempted to flush but was unable to. The unit was cleaned and was successfully flushed. No occlusion was discovered. The unit was leak tested and no leak was discovered. The unit was then dissected to inspect for any potential adhesive overflow that may have potentially caused occlusion during use, but none was discovered. The reported issue was confirmed however there was no damage observed that would lead this to be manufacturing related. The sample exhibited ballooned extension tubing, which appeared to be associated with over-pressurization. The nexiva catheter is suitable for use with power injectors rated for a maximum of 300 psi. The DHR for lot 3087433 has been reviewed. This lot was built and packaged on nfa line 3 from 21-apr-2023 through 22-apr-2023 for a quantity of 114,240. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative below.

Event description:
Response received - did the catheter separate? - no. - did the tubing balloon? - yes. - what level psi was being used?- I am not sure. - was there any leakage for the third one?- yes. - are you able to provide the date of the event in the format of dd-mm-yyyy for the third one?- all the same day- 7/14/2023. - was there any patient involvement? Yes the patient had contrast dye in arm. Had to get IV reinserted. - how was the patient outcome? Are there any clinical signs, health consequences or impact?- cannot confidently answer that - did the event involve an urgent/life threatening medical situation?- no. - did the event cause permanent impairment of a body function?- cannot confidently answer that - did the event require medical or surgical intervention?- not to my knowledge. - did the event cause permanent damage of a body structure?- not to my knowledge.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had holes in them during use, with a third catheter "exploding" when contrast was pushed through. The following information was provided by the initial reporter: "reported issue per customer: two catheters had holes in them. We were unable to flush or get blood return. Once they were removed the holes were identified. The third one exploded after contras was pushed."